Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that there was a freeze during registration. The monitor froze during registration in the ent application. After rebooting the system the issue was resolved. There was less than an hour delay in the case. No impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was cleaned. Additionally, the cmos battery for the system was replaced. The navigation system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9735672, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.